Event description:
It was reported in literature publication that 1158 patients underwent lumbar posterolateral fusion utilizing rhbmp-2/acs. Forty-one patients developed symptomatic non-union post-op requiring redo fusion and instrumentation. There was an increased risk for nonunion in male patients and patients with previous bmp exposition. All nonunions were successfully treated with redo surgical instrumentation and rhbmp application.

Manufacturer narrative:
Literature article citation: hoffman et al. Recombinant human bone morphogenetic protein-2 (rhbmp-2) in posterolateral lumbar spine fusion: complications in the elderly. The spine journal 11 (2011) 61s-62s. Literature article citation: hoffmann et al. Complication rates utilizing rhbmp-2 for lumbar posterolateral fusions. The spine journal 11 (2011) 164s. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.